Event description:
An issue was discovered with high recovery for vancomycin on survey samples on the integra 400 and integra 800. In (B)(6) 2009, the mean value for the fpia method was 43.1 with a target value of 39.8 and a range of 34.8-44.8. In (B)(6) 2009, the mean value for the fpia method was 61.3 with a target value of 56.3 and a range of 49.3-68.4. There was no allegation of incorrect pt result being generated. If add'l info is received, appropriate notification will be provided.

Event description:
An issue was discovered with high recovery for vancomycin on survey samples on the integra 400 and integra 800. In (B)(6) 2009, the mean value for the fpia method was 43.1 with a target value of 39.8 and an range of 34.8-44.8. In (B)(6) 2009, the mean value for the fpia method was 61.3 with a target value of 56.3 and an range of 49.3-63.3. The range provided by target value of 56.3 and an range of 49.3-63.3. The range provided by the survey vendor was 54.2-68.4. The survey vendor was 54.2-68.4. There was no allegation of incorrect patient results being generated. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The investigation determined the integra vancomycin application was performing acceptably based on test results for controls and clinical performing acceptably based on test results for controls and clinical performing acceptably based on test results for controls and clinical performing acceptably based on test results for controls and clinical performing acceptably based on test samples. It also suggests the performance of the survey sample was not indicative of the performance of an actual clinical sample.